Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years, 9 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that after over 7.5 years of support, several "low speed operation" alarms were noted in the patient's system controller event history. The pump speed dropped immediately when the percutaneous lead was touched close to the connector, while the system controller was connected to the power module. The patient was reportedly asymptomatic. A percutaneous lead evaluation was performed by the manufacturer's technical services representatives. The area behind the connector bend relief showed unspecified indications of a short to shield issue. An external percutaneous lead (driveline) replacement procedure was performed by the manufacturer¿s technical service representatives. No additional issues have been reported since the replacement was performed.

Manufacturer narrative:
Approximately 16.5 inches of the external portion/distal end of the percutaneous lead (lead) was replaced on (B)(6) 2016 and returned for evaluation. An electrical continuity test was conducted on the returned portion of the lead and all wires were found to be electrically intact. No electrical shortages were induced during this testing, even with manipulation of the lead. Upon removal of the shielding and bionate layers of the lead, examination of the underlying wires revealed a partial fracture of the brown wire adjacent to the metal system controller connector. The wire became completely fractured when a small amount of axial force was applied. Further examination of the remaining wires in this area, revealed a breach in the insulation of the black wire. The conductors of the black and brown wires were exposed as a result of the insulation breach and fracture. The damage to the brown and black wires appeared to be the result of abrasion against the metal shielding due to repetitive movement of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. Pump function would have been interrupted as a result of the exposed conductors of either the brown or black wires contacting the metal shielding and creating an electrical short to ground if the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.